Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a centrimag pump was more loose than other pumps. The ventricular assist device (vad) coordinator reached out to inquire if there had been any manufacturing changes since the nurses had thought the pedimag pumps looked to have had a wider movement where the locking screw and the plastic crescent indention space was. They would turn back and forth more; however, all the screws are tight and in the groove. No issues to the pump, hardware, and patient were reported. The exact event date was unknown and could not be provided. Related manufacturer reference number: (B)(4).

Event description:
It was reported there was no direct patient involvement.

Manufacturer narrative:
H6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: the reported event of the centrimag motor not properly securing the pump was not confirmed. The centrimag motor (serial number unknown) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the centrimag motor was not provided. The 2nd generation centrimag system operating manual provides information regarding emergency / troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, then place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor instructions for use (IFU) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document also instructs users on how to properly secure the pump within the centrimag motor. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.